Manufacturer narrative:
The meter and test strips were requested for investigation. The meter was returned; the test strips were not returned. The meter was tested using retention strips and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with their personal coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the laboratory was 4.3 inr. The patient tested on their meter 15 minutes later with a result of 5.6 inr. The patient also tested on the nurse's coaguchek xs meter with a result of 5.8 inr using the same finger stick. Product labeling states to "never add more blood to test strip after test has begun or perform another test using the same finger stick." The patient's therapeutic range is 2.0 - 3.0 inr. The patient is fine.